Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a new right pectoral implant. Once the new system was placed, upper limit of vulnerability testing was performed using shock. No ventricular fibrillation was induced however, following the shock, noise was observed on the right ventricular lead. The device charged but no inappropriate therapy was delivered due to resolution of the noise. The noise was thought to originate from an inactive abandoned (programmed off) non abbott system on the patient's left side. The physician was to discuss with the patient the option of explanting the abandoned system. No re-occurrence of the noise was observed post implant and no programming changes were needed. The patient was stable.